Event description:
Information was received indicating that a smiths medical level 1 h-1200 fast flow fluid warmer is turned off it is reported to still cycle. There were no reported adverse effects.

Manufacturer narrative:
Other, one level 1 trauma fast flow system was returned for analysis. The device was powered on and recirculating water temperature to 41.7c. Powered off device and it did not turn off. The issue was confirmed and is due to a faulty printed circuit board and was replaced.